Event description:
It was reported that the patient experienced pain, inflammation and scarring and required additional surgery to dissect the mesh.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) states in the adverse events: (B)(4).